Manufacturer narrative:
Covidien reference number: (B)(4). Customer replaced gui alarm assembly to resolve the issue. Covidien was not authorized to conduct the repair.

Event description:
Covidien received information stating that while in use on a patient, an 840 ventilator generated an alarm message of graphic user interface(gui) audio failed. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.